Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly.

Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The customer stated that the device was exposed to moisture and humidity. No further information was provided.